Event description:
It was reproted that (1) device was used during an unknown procedure. It was reported by the affiliate that the dh010 was opened new and connected to the harmonic scalpel handpiece. About 1 hour into the procedure, the hook stopped working. The correct troubleshooting procedure was carried out utilizing the test tip. A new hook was opened and the case completed. There was no consequence to the patient.